Manufacturer narrative:
The device will not been returned for analysis as it was implanted; therefore the cause of this event could not be determined. Same event as reported in MDR MFR: 2029214-2016-00219.

Event description:
Medtronic received information that onyx was leaking approximately 7-8cm from the distal end of an apollo catheter. The patient was undergoing an onyx embolization procedure to treat an arteriovenous fistula (avf) at the external carotid artery. The vessel had moderate tortuosity. The catheter was inspected for any kink or damage prior to use. The injection rate was steady, continuous and followed as indicated in the IFU. The waiting time was 2 minutes. There was no onyx reflux. The physician used hand pressure. The dead space of the catheter was filled with dmso. There was no reported vasospasm. The catheter tip did not become entrapped. The guidewire was not shaped by the physician. There was no friction or difficulty during flushing or injection. The onyx leaked into an unintended location and remains in the patient. The patient is asymptomatic and did not require any treatment. No adverse event was reported as result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.